Event description:
It was reported that a large volume folfusor had particulate matter inside the reservoir. This was found after filling with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 25, 2014 to september 26, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted white particulate matter floating inside the reservoir. Fourier transform infrared spectroscopy revealed the matter to be acrylic material. The cause of this issue was determined to be shearing from the sorting machine compartments. To address this issue, the particulate matter awareness training was updated and the compartments in the sorting machine will be modified. A review of the batch records was performed. During the manufacturing of this lot a condition related to the reported condition was found. The lot was reworked in order to correct the issue. All release criteria were met prior to the release of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the device was filled with bupivacaine. Should additional relevant information become available, a supplemental report will be submitted.